Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a venflon pro safety 16ga 1.8mm od 45mm l leaked during use. The following was reported by the initial reporter: "blood leak from injection port as described in bd fsn mds-20-3801. Occurred post induction of anaesthetic after injection port used to give antibiotic. Continued ooze that could not be controlled. Cannula removed and patient recannulated on other arm."

Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.see h10.

Event description:
It was reported that a venflon pro safety 16ga 1.8mm od 45mm l leaked during use. The following was reported by the initial reporter: "blood leak from injection port as described in bd fsn mds-20-3801. Occurred post induction of anaesthetic after injection port used to give antibiotic. Continued ooze that could not be controlled. Cannula removed and patient recannulated on other arm."